Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.

Event description:
Biomed reported an administration set leaking tpn. Biomed tested the set and stated "a pressure test revealed no leaks in the tubing except for at the blue cap". Biomed refers to the upper fitment as a "blue cap". There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.